Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6).

Event description:
It was reported that right ventricular (rv) lead exhibited low impedance. The lead has generally exhibited chronic low impedance and no mention of reprogramming occurred. The lead remains in use. No patient complications have been reported as a result of this event.